Event description:
A spyscope access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) and a cholangioscopy procedure for "an indeterminate stricture in the common bile duct" on a male pt in 2008. According to the complainant, "eight days post procedure, [the] pt experienced an ae [adverse event] of cholangitis. [The] pt was given antibiotics and was hospitalized for five days. The severity of the event was mild according to [the physician] and resolved without sequelae about [12 days later]." Reportedly, the physician indicated that the event was "possibly" related to both the spyscope access and delivery catheter and the cholangioscopy procedure, and "probably" related to the ercp procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. A review of the complaint database revealed that two additional complaints for unrelated failure modes (wheel and wire breakage) have been reported for the lot. The february 2008 15-month spyscope access & delivery catheter product family complaint trended report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.